Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 6 december 2022, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant. While attempting to implant the device, it was determined that the device was too small, and a larger size was needed. The 20mm device was not released from the delivery cable while inside the patient. A 22mm amplatzer amulet left atrial appendage occluder was then chosen for implant. After first lobe of the 22mm device was deployed out of the delivery sheath, it was observed that the device came unattached from the delivery cable while inside the delivery sheath. The physician obtained venous access in the left femoral vein to access the left atrium in order to snare the device. However, the snare was not needed because the physician was able to re-attach the cable to the end screw. The device and sheath were removed, and the case was aborted. The patient was extubated post procedure, and no effusion was noted. The patient remained hemodynamically stable throughout the procedure. The patient was reported as stable.

Manufacturer narrative:
An event of an amulet occluder prematurely detaching from the delivery cable during the procedure was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.